Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during dwell 3 of 4. The home patient (hp) stated that she had cleared both the alarms. The baxter technical representative (tsr) explained the alarms and advised hp to discard supplies and finish with manual. There was patient involvement, but no injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved. The hp believed they did not close off the connections between the lines fully. The hp verified that there were no disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. The hp stated that they had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.